Event description:
It was reported that the pulse generator exhibited an inappropriate battery longevity. The device remained implanted.

Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
Additional information notes the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information from technical service notes, this was a normal device function.